Event description:
A report was received that the patient was unable to fully charge her device, and apparently the battery would move. The patient underwent a pocket revision. The patient's charging issues were resolved after the surgery.

Manufacturer narrative:
Patient's weight not available. Patient's ipg remains implanted. This is a final report.